Event description:
Compromised sterile package (blister or lid). During the surgery, it was found that the inner blister package was open. The device was implanted.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 4 events associated with this event type (compromised sterile package (blister or lid)) and product code (B) (4).